Manufacturer narrative:
Pc-(B)(4). Only event year known: 2022. Investigation summary: per service manual operational and diagnostic analysis confirmed the continuous activation. The pcb assembly contact board was replaced as identified in the investigation to address the issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown procedure the pump runs continuously. The sales rep changed the rf sensor and the issue persisted.